Manufacturer narrative:
Other report # mw5092793.

Event description:
Per medwatch report, "datex-ohmeda anesthesia machine aespire malfunctioned with a large gas leak of the anesthesia breathing circuit and inability to provide positive pressure ventilation via lma. Later discovered due to the concretion build up from dust of soda lime absorbent mixed with moisture in the circuit."